Event description:
It was reported that during a cystic artery procedure a malformed clip was ejected from the jaw. The ejected clip was already retrieved. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.